Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-12990 batch number 10956278 was received for investigation. Functional testing was not performed due to the broken trap door. Visual evaluation found that the returned scorpion trap door was detached/broken off. The root cause of the reported failure mode is undetermined; however, a likely reason is applying excessive forces while grasping and manipulating suture.

Event description:
It was reported that during a cruciate ligament surgery the jaw of the device broke off. The broken off part was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.